Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from support in resetting the pump, and the issue did not recur afterward, allowing the customer to continue using the pump with the instruction to call back if any malfunction code reappears.